Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with the reported event was not returned to the investigation site for evaluation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 14 october 2019 for MDR reportability. On (B)(6) 2017, the patient underwent total right knee arthroplasty due to severe osteoarthritis and pain. The patella was not resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 2. On (B)(6) 2017, the patient underwent a right knee revision due to subluxation, posterior knee dislocation. The surgeon noted the pcl and mcl were disrupted, though a sleeve of medial tissue was intact, and the lateral structures were intact. He noted a well-fixed femoral component though revised. The surgeon noted the tibial component was easily disimpacted from the cement mantle. He indicated the patella was too thin to accept a new patellar component. The patient was implanted with depuy knee system and depuy cement x 2. There were no complications reported with the procedure. Doi: (B)(6) 2017, dor: (B)(4) 2017, (rt knee).